Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the reported conversion. This manufacturer report captures the adverse event of converting to a thoracotomy due to complications following anesthesia, unrelated to any malfunction of the system or instruments. Manufacturer report number 2955842-2025-37695 captures the malfunction for potential fragment during the same procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, complications following anesthesia were observed. The procedure was converted to a thoracotomy unrelated to any malfunction of the system or instruments. The patient remains in stable condition after the procedure.